Event description:
It was reported that pump experienced malfunction alarm with code malf 12 that could be reset but recurred after reset, and no notable events occurred before the malfunction. There was no reported impact to the customer¿s blood glucose level. Customer was instructed by technical support to reset pump, place pump in storage mode, use multiple daily injections as backup therapy, and return problematic pump within 10 days, and technical support confirmed warranty and shipping details and arranged shipment of replacement pump while advising customer to reenter pump settings and connect continuous glucose monitor to replacement pump.